Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer

Event description:
Left #4 omnifit stem broke. The omnifit stem was broken in the cement mantle.

Manufacturer narrative:
An event regarding a fracture of an omnifit stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated the xray confirms broken stem. However, examination of explanted components, operative reports and past clinical history are required. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed based on the review of the x-ray of the consulting clinician. However, the root cause could not be determined due to the minimal information received. Additional information such as examination of explanted components, operative reports and past clinical history are required to complete the medical assessment. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left #4 omnifit stem broke. The omnifit stem was broken in the cement mantle.